Event description:
During the implant procedure with both the delivery catheter and guidewire inserted, prior to any sensor deployment, the patient experienced hemoptysis and a possible pulmonary artery perforation. The fluid resulting from the hemoptysis was suctioned out and the patient was noted to be in a stable condition. The procedure was not continued and the sensor was not implanted. No testing was conducted during the procedure. However; a CT scan was planned for following the procedure. The CT scan and results were not made available to the abbott representative. Prior to the hemoptysis and a possible pulmonary artery perforation, the guidewire was advanced into the left pulmonary artery, the delivery catheter was then loaded over the guidewire and advanced into the left pulmonary artery, and then both the delivery catheter and guidewire were pulled back three to four inches. The guidewire remained distal in the artery and at no point was the delivery catheter more distal than the guidewire. When the hemoptysis and a possible pulmonary artery perforation occurred, the physician was handling the guidewire and delivery catheter. The physician did not specify what the cause of the reported hemoptysis and possible pulmonary artery perforation were. There were no noted performance issues with the device.

Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, hemoptysis is a known inherent risk of sensor implantation.

Manufacturer narrative:
The catheter assembly with the tether wires and sensor intact was received for investigation. Visual inspection of the hub was found to be normal. Upon visual inspection of the skiving portion, it was observed that the tethering pattern was correct. Visual inspection of the sensor identified no exterior damage. Inspection of the length of the catheter was found to be normal with minimal kinking. Also, inspection of the length of catheter identified no gross damage or sharp edges and was within specification. The returned catheter outer diameter was found to be within specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The results of the investigation are that there are no device abnormalities identified that would have contributed to the event description. Per the IFU, hemoptysis is a known inherent risk of sensor implantation.